Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tnl) results from five patients that were generated by the unicel dxl 800 access instrument. The elevated accu tnl result for patient a was 1.94 ng/ml (above the ami cutoff). The elevated accu tnl result for patient b was 0.74ng/ml and 1.52 ng/ml (above the ami cutoff). The elevated accu tnl result for patient c was 0.94 ng/ml (above the ami cutoff). The elevated accu tnl result for patient d was 1.92 ng/ml (above the ami cutoff). The elevated accu tnl result for patient e was 0.88 ng/ml and 0.84 ng/ml (above the ami cutoff). The results were not reported out of the lab. The elevated accu tnl results were retested and results for patients one to five were 0.05 ng/ml, 0.23 ng/ml, 0.05ng/ml, 0.01 ng/ml and 0.00 ng/ml respectively. No additional information regarding this event was provided.